Event description:
During a scheduled left ureteroscopy with laser lithotripsy and stent placement. Laser tip from (fortec medical, single use 272 masterpulse mare holmium laser fiber lot: m17836 ref: (B)(4)), broke off during procedure. Surgeon was immediately aware and was able to snare tip and removed from patient. Everyone on team visualized laser tip out of body. (B)(4). FDA safety report ID # (B)(4).